Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural setup, the aquabeam robotic system generated an "e22 - motorpack error" which could not be cleared. The issue was able to be resolved by replacing the aquabeam handpiece. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. The high pressure hose of the aquabeam handpiece was observed to be cut. During functional testing, no e22 errors were triggered upon docking and no signs of fluid ingress were seen. Further functional testing could not be conducted due to the high pressure hose being cut. Logs were unavailable for review and would not provide information to aid in root cause determination. The root cause was unable to be established. A review of the device history record (DHR) for ab2000/serial number 23c01796 and aquabeam handpiece/lot number 23c02976 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. E22 ¿ motorpack error, release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.